Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough device evaluation was peformed. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion and preliminary evaluation upon return noted the device did not pass initial longevity testing.